Event description:
It was reported the patient presented in-clinic with non-sustained right ventricular oversensing due to post-paced t-wave oversensing noted on the stored electrograms. The patient did not receive therapy during the oversensing. Programming changes were made. No further information was available.